Event description:
On (B)(6) 2022, a patient underwent an extreme lateral interbody fusion with posterior fixation at l2/5 where another manufacturer's cages were implanted. On (B)(6) 2022, it was discovered that the l4/5 cage backed out and there was a loose pedicle screw at l5. On (B)(6) 2022, a revision surgery was scheduled and no further information was provided.

Manufacturer narrative:
No product was returned and no radiographs were provided to confirm the complaint. The patient's bone quality is unknown. The patient's post-op physical activity is unknown and it is unknown if the patient suffered a fall. Review of the reported event found that nuvasive devices were combined with another manufacturer's which is considered off-label use as results are untested and may vary, so a definitive root cause cannot be determined though, the excessive loading associated with the reported migration of the other manufacturer's cage is suggestively the cause or contributor. No additional investigation can be completed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. Care should be taken to insure that all components are ideally fixated prior to closure." "Compatibility: unless stated otherwise, nuvasive devices are not to be combined with the components of another system.